Event description:
It was reported that during an implant procedure the guidewire became stuck in the left ventricular (lv) lead. Attempts were made to remove the guidewire but the attempts were unsuccessfully. The wire was cut and a partial portion remains in the lead. The lv lead remains in use. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).